Event description:
A false (B)(6) troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and an elevated result was obtained. It is unknown if patient treatment was altered or perscribed. There was no report of adverse health consequences as a result of the false negative troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the false negative troponin I result is unknown.the instrument is performing within specifications.no further evaluation of the device is required.